Event description:
It was reported that during the implant procedure the patient experienced cardiactamponade and pericardial effusion as a result of a implantable pacing lead cardiac perforation. Treatment was administered by drainage of the effusion. The ipl remains in use, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).